Event description:
It was reported the patient received inappropriate shocks due to an incorrect interpretation of signals for atrial tachycardia/atrial fibrillation. The patient was stable. Further information has been requested but has not yet been received.

Event description:
Additional information was received indicating the suspected cause of the inappropriate shock was rapid atrial fibrillation (af). Medication changes were made to help control the af to resolve the event. The patient was stable.